Event description:
It was further reported that the right atrial lead had no capture at maximum outputs and had intermittent sensing at maximum sensitivity. The lead was capped and replaced.

Event description:
It was reported that the lead warning triggered for both the atrial and ventricular leads, and both exhibited noise and low impedances. Additionally, the atrial lead exhibited a rise in thresholds. The ventricular lead polarity was changed to unipolar. Both leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range indicated atrial pacing capture threshold was elevated. Atrial capture management trend shows threshold high (> 2.5 v) throughout the record. Auto lead diagnostics shows atrial lead impedance less than 200 ohms throughout the record. Initial atrial lead impedance at implant was 138 ohms with a lifetime max of 147 ohms. (B)(4).